Event description:
On (B)(6) 2026 it was reported that the user dropped the ilet during a fall unrelated to blood glucose management, resulting in a cracked and unresponsive screen. The user reportedly sustained a head injury from the fall and was evaluated in the emergency room. The user had backup therapy available and a replacement ilet was issued.

Manufacturer narrative:
The device was reported damaged following an external impact event when the user tripped and dropped the ilet while experiencing a non-diabetes-related fall. The device screen cracked and became unresponsive following the impact. Available information indicates the event was unrelated to ilet therapy or blood glucose management, and no allegation was made that the device caused or contributed to the fall or resulting injury. Based on available information, the reported issue was attributed to external physical damage from the drop event. No evidence of an intrinsic device malfunction preceding the event was identified. If additional information becomes available, a supplemental report will be submitted.